Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-01896. It was reported the patient complained the scs system had not provided effective pain relief since implant. Consequently, the patient had the entire scs system removed.